Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed. Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed self test and inappropriately shut down. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated during testing. Intenal inspection revealed a loose cable connection. This connection being loose is capable of producing intermittent shutdowns. No other faults were observed. The interconnect cable and foam spacer were replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.